Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for disc herniation, knee deformity, and spinal canal stenosis. It was reported that the patient moved cities and developed colon cancer, so they did not use the stimulator for a while. After the colon cancer treatment was completed, the stimulator was used again, but stimulation could not be felt. The patient's family doctor adjusted the stimulation twice after the patient's move, but the patient could not feel any stimulation at all. There were no known environmental, external, and patient factors that may have caused the event. The patient's third appointment to see the physician since moving is on may 10th so asked to consult with the physician. After the colon was treated, the stimulation was adjusted twice but no stimulation was felt. The issue was not resolved at the time of the report. The patient outcome was noted as "health damage". Additional information was received. It was reported that the cause of not feeling stimulation was not determined. There were no actions in particular that were taken to resolve the issue. The issue has not since been resolved. The outcome of the appointment with the physician on may 10th was unable to be obtained. Additional information was received. It was reported that the cause of not feeling stimulation was not determined. There were no particular actions taken to resolve the issue. It was unknown if the issue was resolved. The outcome of the appointment with the physician on may 10th was asked but unknown.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.